Event description:
The hospital reported that at the end of a coronary artery bypass procedure, they cannot get the stabilizer blade removed form the acrobat-ii stabilizer or they have to use a lot of force to remove it. The hospital did not report any patient effects. The product is not returning. This has been reported by multiple users in the hospital in the past two to three weeks.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).